Event description:
It was reported that a spectrum pump over infused medication though it was programmed correctly during programming/ set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump over infused medication though it was programmed correctly" was not reproduced. Flow testing was performed at two delivery rates, 125ml/hr for 60mins and 27ml/hr for 120mins. Both results are within specification. A review of the event history log could not confirm the reported problem. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.